Event description:
Additional information has been requested from the user facility to determine if a glass source was present during the procedure. This has been unsuccessful.

Manufacturer narrative:
The complaint device was returned for analysis. An examination of the catheter found a foreign material in the hub of the catheter. The foreign material was analyzed using light microscopy and scanning electron microscopy. The material appears to be a fragment of silicate glass. The glass is water white, transparent, and has no filler or pigment. The surfaces of the glass fragment exhibit classic brittle conchoidal fracture surfaces. The glass particle does have a 'golden' color to one of the surfaces that does appear to be a surface treatment. A review of the production area where this device is manufactured found that there have been no instances of broken glass in the last 12 months. Difficulty advancing the guide wire was caused by the fragment of glass blocking the hub of the microcatheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during an embolization treatment procedure for meningioma, foreign material was present in the device. The physician was attempting to advance another manufacturers' guide wire through the hub of this renegade hi-flo catheter, however, the wire would not advance. It was then noted that a metal foreign material was fixed to the inside of the hub of the renegade catheter. This occurred outside the patient. There was no other damage noted to the renegade catheter. The procedure was completed with another renegade catheter. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4)